Manufacturer narrative:
The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that after taking a flight, the patient noticed that the device showed all lights illuminated and it stopped working. As no lot number was provided it was not possible to carry out a device history review a complaint history review on the product family revealed a small number of similar instances in the last three years. The instructions for use and risk files, mitigate the reported issue with no updates required. Probable root cause is that either the device went through an x-ray at some point during travel or that radio frequency has interfered with the functioning of the pump during the flight. All lights illuminated means that the device has entered a non-recoverable error state. Once this happens the pump must be replaced. This is a patient safety feature. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. Section 6 "precautions" note 21 states that x-ray has the potential to interfere with the device and so where possible the device should be moved out our range. At note 24 it states that although the device can be used in an aircraft, there is a potential for radio frequency interference which could affect the devices performance. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, during npwt, a pico 7 15x15 presented all the battery pack lights illuminated after air travel. The device did not function after battery was replaced. The pico 7 device is going to be replaced. Patient was not injured as consequence of this problem.